Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted as an inpatient with blood glucose of 170mg/dl. The customer called to troubleshoot the sensor and mentioned having a serious injury. The caller experienced low blood glucose of 40mg/dl for couple hours, and she passed out. The customer was treated with juice and food. The customer stated that she went to the emergency room because she hit her head and got staples on her head. No further information was provided.